Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown cup, unknown, unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08465, 0001822565 - 2017 - 08466.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient is being considered for a revision on an unknown day due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.